Manufacturer narrative:
There was no indication of any malfunction of the device. Not returned.

Event description:
Allegedly, the patient underwent a supracervical hysterectomy procedure for the removal of large uterine fibroid. The pathology examination found uterine leiomyomas. On (B)(6) 2015 she underwent an exploratory laparotomy with appendectomy, excision of multiple peritoneal masses and right oophorectomy, and the pathology diagnosed as leiomyoma and leiomyomata with endometriosis.

Manufacturer narrative:
The claim or lawsuit against ksea was dismissed or withdrawn because there was no karl storz product involved.